Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the tactisys quartz log files from 16 june 2021 were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a perforation occurred. The ablation catheter was used to map the left atrium and it passed through the permeable foramen ovalis. The patient was initially stable; however, blood was noted on the pericardium and the procedure was stopped and transthoracic echography revealed a perforation. An attempt to increase the heart rate by means of electrical stimulation with the tacticath in the right atrium was unsuccessful as liquid increased in the pericardium. A pericardiocentesis was then performed with a subxiphoidal puncture, guided with echography which stabilized the patient. The patient remained in the ICU overnight for monitoring. There were no performance issues with any abbott device.